Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. Device was received with display window missing. Device was received cracked case display window corner. Device was received missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.